Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted. It was then reported on (B)(6) 2023, during a procedural transesophageal echocardiography (tee) follow up, that the device had migrated. A decision was made to verify device placement via computed tomography angiography (cta) imaging and found the device was still in the appendage and there was a 2mm leak on the mitral side of the appendage. The decision was made that the device will remain implanted, and no intervention was required. The patient did not present with any clinical symptoms, and their status was reported as stable.

Manufacturer narrative:
An event of device migration and leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted. Sizing of the device was determined via pre-procedural computed tomography (CT) and intraprocedural transesophageal echocardiography (tee). It was then reported on (B)(6) 2023, during a procedural tee follow up, that the device had migrated. A decision was made to verify device placement via computed tomography angiography (cta) imaging and found the device was still in the appendage and there was a 2mm leak on the mitral side of the appendage. The decision was made that the device will remain implanted, and no intervention was required to treat either device migration or leak. The patient did not present with any clinical symptoms, and their status was reported as stable.